Event description:
It was reported that the patient experienced pain in the lower back, leg, and "up back" following an epidural steroid injection (for an unspecified reason). The patient underwent x-ray and fluoroscopy during the injection procedure. The patient stated that the pain was believed to have originated from a herniated disc. No further details, patient symptoms or outcome were provided. Additional information was requested but not received at the time of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).